Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, reservoir tube missing o-ring, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the reservoir compartment was falling apart. The customer also reported that the o-ring had fallen out. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.